Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), device breakage ("part of it is still dodged in uterus"), embedded device ("part of it is still dodged in uterus"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient who had essure (batch no. Ao2555) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included back pain, hair loss, electrolysis therapy, hirsutism, anterior cruciate ligament reconstruction in 2001, knee arthroscopy, menarche (age 12), pap smear abnormal, anemia, hypertension, sinus disorder and gerd. Concurrent conditions included nausea and endometrial curettage. Concomitant products included drospirenone w/ethinylestradiol (yasmin) and drospirenone w/ethinylestradiol (yaz) for birth control as well as ibuprofen from 2012 to 2014 and naproxen sodium (aleve) from 2012 to 2014. In 2012, the patient experienced pelvic pain ("severe pelvic pain/ pain"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy/nickel allergy"), alopecia ("hair loss"), hair growth abnormal ("hair growth"), hormone level abnormal ("hormonal changes"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("hypersensitivity reaction"), stress ("stress"), anxiety ("anxiety"), dry skin ("dryness"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)), surgery (underwent a dilation and curettage, ablation) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, embedded device, uterine haemorrhage, allergy to metals, pelvic pain, alopecia, hair growth abnormal, hormone level abnormal, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, stress, anxiety, dry skin, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue and weight increased outcome was unknown and the back pain had resolved. The reporter considered allergy to metals, alopecia, anxiety, back pain, device breakage, device dislocation, dry skin, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, hair growth abnormal, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, stress, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: when ablation was done one slipped out, couldn't find anny removal. Eight coils outside the ostia on the left side and 7 on the right side. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: coils were placed. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events per pfs: hormonal changes, hair loss, hair growth, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), hypersensitivity reaction, stress, anxiety, dryness, migraines, headaches, dysmenorrhea (cramping), vaginal discharge,fatigue, weight gain and part of it is still dodged in uterus,embedded device. On 1-mar-2018: medical record received, reporter added, patient historical and concomitant condition added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("part of it is still dodged in uterus"), embedded device ("part of it is still dodged in uterus/ migration of essure device"), device expulsion ("part of it is still dodged in uterus/migration of essure device"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient who had essure (batch no. Ao2555) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included back pain, hair loss, electrolysis therapy, hirsutism, anterior cruciate ligament reconstruction in 2001, knee arthroscopy, menarche (age 12), pap smear abnormal, anemia, hypertension, sinus disorder and gerd. Concurrent conditions included nausea and endometrial curettage. Concomitant products included drospirenone w/ethinylestradiol (yasmin) and drospirenone w/ethinylestradiol (yaz) for birth control as well as ibuprofen from 2012 to 2014 and naproxen sodium (aleve) from 2012 to 2014. In 2012, the patient experienced pelvic pain ("severe pelvic pain/ pain"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy/nickel allergy"), alopecia ("hair loss"), hair growth abnormal ("hair growth"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("hypersensitivity reaction"), stress ("stress"), anxiety ("anxiety"), dry skin ("dryness"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)), surgery (underwent a dilation and curettage, ablation) and surgery (ablation). Essure was removed on (B)(6) -2014. At the time of the report, the device breakage, embedded device, device expulsion, uterine haemorrhage, genital haemorrhage, allergy to metals, pelvic pain, alopecia, hair growth abnormal, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, stress, anxiety, dry skin, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue and weight increased outcome was unknown and the back pain had resolved. The reporter considered allergy to metals, alopecia, anxiety, back pain, device breakage, device expulsion, dry skin, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, hair growth abnormal, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, stress, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: when ablation was done one slipped out, couldn't find anny removal. Eight coils outside the ostia on the left side and 7 on the right side. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: coils were placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("part of it is still dodged in uterus"), embedded device ("part of it is still dodged in uterus/migration of essure device"), device expulsion ("part of it is still dodged in uterus/migration of essure device"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient who had essure (batch no. Ao2555) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included back pain, hair loss, electrolysis therapy, hirsutism, anterior cruciate ligament reconstruction in 2001, knee arthroscopy, menarche (age 12), pap smear abnormal, anemia, hypertension, sinus disorder and gerd. Concurrent conditions included nausea and endometrial curettage. Concomitant products included drospirenone w/ethinylestradiol (yasmin) and drospirenone w/ethinylestradiol (yaz) for birth control as well as ibuprofen from 2012 to 2014 and naproxen sodium (aleve) from 2012 to 2014. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain ("severe pelvic pain/ pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy/nickel allergy"), alopecia ("hair loss"), hair growth abnormal ("hair growth"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("hypersensitivity reaction"), stress ("stress"), anxiety ("anxiety"), dry skin ("dryness"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes), surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes), surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes), surgery (underwent a dilation and curettage, ablation) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, embedded device, device expulsion, uterine haemorrhage, genital haemorrhage, allergy to metals, pelvic pain, alopecia, hair growth abnormal, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, stress, anxiety, dry skin, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue and weight increased outcome was unknown and the back pain had resolved. The reporter considered allergy to metals, alopecia, anxiety, back pain, device breakage, device expulsion, dry skin, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, hair growth abnormal, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, stress, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: when ablation was done one slipped out, couldn't find anny removal. Eight coils outside the ostia on the left side and 7 on the right side. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: coils were placed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, event partial expulsion of essure was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("part of it is still dodged in uterus"), embedded device ("part of it is still dodged in uterus/migration of essure device"), device expulsion ("part of it is still dodged in uterus/migration of essure device: uterus"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("abnormal bleeding (general)") and urinary retention ("bladder or urinary problems changes: urinary retention") in a 34-year-old female patient who had essure (batch no. Ao2555) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included back pain, hair loss, electrolysis therapy, hirsutism, anterior cruciate ligament reconstruction in 2001, knee arthroscopy, menarche (age 12), pap smear abnormal, anemia, hypertension, sinus disorder and gerd. Concurrent conditions included nausea and endometrial curettage. Concomitant products included drospirenone;ethinylestradiol (yasmin) and drospirenone;ethinylestradiol betadex clathrate (yaz) for birth control as well as ibuprofen from 2012 to 2014 and naproxen sodium (aleve) from 2012 to 2014. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety") and depression ("depression"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). On (B)(6) 2014, the patient experienced urinary retention (seriousness criterion medically significant), sexual dysfunction ("hormonal changes describe: sexual dysfunction"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hair growth abnormal ("hair growth"), genital swelling ("allergic or hypersensitivity reaction type: internal and genital organs swelling"), stress ("stress"), dry skin ("dryness"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), back pain ("lower back pain"), nausea ("nausea") and complication of device removal ("failed attempt with salpingectomy, doctor unable to locate the coils.") And was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes), ablation and underwent a dilation and curettage, ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, embedded device, device expulsion, uterine haemorrhage, genital haemorrhage, urinary retention, allergy to metals, pelvic pain, alopecia, hair growth abnormal, sexual dysfunction, vaginal haemorrhage, menorrhagia, genital swelling, stress, anxiety, dry skin, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue, weight increased, nausea, complication of device removal and depression outcome was unknown and the back pain had resolved. The reporter considered allergy to metals, alopecia, anxiety, back pain, complication of device removal, depression, device breakage, device expulsion, dry skin, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, genital swelling, hair growth abnormal, headache, menorrhagia, migraine, nausea, pelvic pain, sexual dysfunction, stress, urinary retention, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: when ablation was done one slipped out, couldn't find anny removal. Eight coils outside the ostia on the left side and 7 on the right side. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: results: coils were placed. Diagnostic results: patient underwent essure confirmation test having result total bilateral occlusion with an unknown date. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2018: pfs received : new event, " depression " was added. Onset dates were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("part of it is still dodged in uterus"), embedded device ("part of it is still dodged in uterus/migration of essure device"), device expulsion ("part of it is still dodged in uterus/migration of essure device: uterus"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("abnormal bleeding (general)") and urinary retention ("bladder or urinary problems changes: urinary retention") in a 34-year-old female patient who had essure (batch no. Ao2555) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done" and device difficult to use "failed attempt with salpingectomy, doctor unable to locate the coils.". The patient's past medical history included back pain, hair loss, electrolysis therapy, hirsutism, anterior cruciate ligament reconstruction in 2001, knee arthroscopy, menarche (age 12), pap smear abnormal, anemia, hypertension, sinus disorder and gerd. Concurrent conditions included nausea and endometrial curettage. Concomitant products included drospirenone w/ethinylestradiol (yasmin) and drospirenone w/ethinylestradiol (yaz) for birth control as well as ibuprofen from 2012 to 2014 and naproxen sodium (aleve) from 2012 to 2014. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("anxiety"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). On (B)(6) 2014, the patient experienced urinary retention (seriousness criterion medically significant), sexual dysfunction ("hormonal changes describe: sexual dysfunction"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hair growth abnormal ("hair growth"), genital swelling ("allergic or hypersensitivity reaction type: internal and genital organs swelling"), stress ("stress"), dry skin ("dryness"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), back pain ("lower back pain") and nausea ("nausea"). The patient was treated with surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)), surgery (underwent a dilation and curettage, ablation) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, embedded device, device expulsion, uterine haemorrhage, genital haemorrhage, urinary retention, allergy to metals, pelvic pain, alopecia, hair growth abnormal, sexual dysfunction, vaginal haemorrhage, menorrhagia, genital swelling, stress, anxiety, dry skin, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue, weight increased and nausea outcome was unknown and the back pain had resolved. The reporter considered allergy to metals, alopecia, anxiety, back pain, device breakage, device expulsion, dry skin, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, genital swelling, hair growth abnormal, headache, menorrhagia, migraine, nausea, pelvic pain, sexual dysfunction, stress, urinary retention, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: when ablation was done one slipped out, couldn't find anny removal. Eight coils outside the ostia on the left side and 7 on the right side. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: coils were placed patient underwent essure confirmation test having result total bilateral occlusion with an unknown date. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2018: pfs received events " sexual dysfunction, internal and genital organs swelling, nausea, urinary retention, failed attempt with salpingectomy, doctor unable to locate the coils." Are added. Lab data and onset date added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('part of it is still dodged in uterus'), embedded device ('part of it is still dodged in uterus/migration of essure device') and device expulsion ('part of it is still dodged in uterus/migration of essure device: uterus') in a 34-year-old female patient who had essure (batch no. Ao2555) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included anterior cruciate ligament reconstruction in 2001, back pain, hair loss, electrolysis therapy, hirsutism, knee arthroscopy, menarche (age 12), pap smear abnormal, anemia, hypertension, sinus disorder, gerd and obesity. * patient underwent essure confirmation test having result total bilateral occlusion with an unknown date. Previously administered products included for birth control: yaz from (B)(6) to (B)(6)2012. Concurrent conditions included nausea and endometrial curettage. Concomitant products included drospirenone;ethinylestradiol (yasmin) and drospirenone;ethinylestradiol betadex clathrate (yaz) for birth control as well as ibuprofen from (B)(6) to (B)(6) and naproxen sodium (aleve) from (B)(6) to (B)(6). On (B)(6)2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety") and depression ("depression"). On(B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). On (B)(6) 2014, the patient experienced urinary retention ("bladder or urinary problems changes: urinary retention"), sexual dysfunction ("hormonal changes describe: sexual dysfunction"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("abnormal bleeding (general)"), hair growth abnormal ("hair growth"), genital swelling ("allergic or hypersensitivity reaction type: internal and genital organs swelling"), stress ("stress"), dry skin ("dryness"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), back pain ("lower back pain"), nausea ("nausea"), complication of device removal ("failed attempt with salpingectomy, doctor unable to locate the coils."), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, embedded device, device expulsion, uterine haemorrhage, genital haemorrhage, urinary retention, allergy to metals, pelvic pain, alopecia, hair growth abnormal, sexual dysfunction, vaginal haemorrhage, menorrhagia, genital swelling, stress, anxiety, dry skin, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue, weight increased, nausea, complication of device removal, depression, bladder disorder and urinary tract disorder outcome was unknown and the back pain had resolved. The reporter considered allergy to metals, alopecia, anxiety, back pain, bladder disorder, complication of device removal, depression, device breakage, device expulsion, dry skin, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, genital swelling, hair growth abnormal, headache, menorrhagia, migraine, nausea, pelvic pain, sexual dysfunction, stress, urinary retention, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: when ablation was done one slipped out, couldn't find anny removal. Eight coils outside the ostia on the left side and 7 on the right side. Patient tolerated procedure well. Current weight 325 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 58.6 kg/sqm. X-ray - on an unknown date: results: coils were placed,total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff fact sheet received, patient demographic , event bladder or urinary problems or changes and lab data information added a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('part of it is still dodged in uterus/fracture'), embedded device ('part of it is still dodged in uterus/migration of essure device') and device expulsion ('part of it is still dodged in uterus/migration of essure device: uterus') in a 34-year-old female patient who had essure (batch no. Ao2555) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included anterior cruciate ligament reconstruction in 2001, back pain, hair loss, electrolysis therapy, hirsutism, knee arthroscopy, menarche (age 12), pap smear abnormal, anemia, hypertension, sinus disorder, gerd and morbid obesity. * patient underwent essure confirmation test having result total bilateral occlusion with an unknown date. Previously administered products included for birth control: yaz from 1120 to (B)(6) 2012. Concurrent conditions included nausea and endometrial curettage. Concomitant products included drospirenone;ethinylestradiol (yasmin) and drospirenone;ethinylestradiol betadex clathrate (yaz) for birth control as well as ibuprofen from 2012 to 2014 and naproxen sodium (aleve) from 2012 to 2014. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety") and depression ("depression"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). On (B)(6) 2014, the patient experienced urinary retention ("bladder or urinary problems changes: urinary retention"), sexual dysfunction ("hormonal changes describe: sexual dysfunction"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("abnormal bleeding (general)"), hair growth abnormal ("hair growth"), genital swelling ("allergic or hypersensitivity reaction type: internal and genital organs swelling"), stress ("stress"), dry skin ("dryness"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), back pain ("lower back pain"), nausea ("nausea"), complication of device removal ("failed attempt with salpingectomy, doctor unable to locate the coils."), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, embedded device, device expulsion, uterine haemorrhage, genital haemorrhage, urinary retention, allergy to metals, alopecia, hair growth abnormal, sexual dysfunction, stress, anxiety, dry skin, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue, weight increased, nausea, complication of device removal, depression, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, genital swelling and back pain had resolved. The reporter considered allergy to metals, alopecia, anxiety, back pain, bladder disorder, complication of device removal, depression, device breakage, device expulsion, dry skin, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, genital swelling, hair growth abnormal, headache, menorrhagia, migraine, nausea, pelvic pain, sexual dysfunction, stress, urinary retention, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: when ablation was done one slipped out, couldn't find anny removal. Eight coils outside the ostia on the left side and 7 on the right side. Patient tolerated procedure well. Current weight 325 lbs. Plaintiff received treatment for pain, bleeding, allergy, breakage/expulsion, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 58.6 kg/sqm. X-ray - on an unknown date: results: coils were placed,total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Event outcome for previously reported events pelvic pain, vaginal haemorrhage, menorrhagia, genital swelling updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy") and pelvic pain ("severe pelvic pain"). The patient was treated with surgery (underwent bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, uterine haemorrhage, allergy to metals and pelvic pain outcome was unknown. The reporter considered allergy to metals, device dislocation, pelvic pain and uterine haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.